Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 130 mg/dl, and the meter bg reading was 33 mg/dl. The customer went to the emergency room (ER) with a low bg of 33 mg/dl and was subsequently admitted to the hospital where they were treated with two tubes of glucose. The customer was released from the hospital on 5/19 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.